Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have blood glucose versus sensor glucose issues. Customer states that insulin pump does not alarm or go into threshold suspend when she has low blood glucose. Customer is a brittle diabetic and blood sugar rises and drops quickly. Customer states on one occasion she passed out because her blood glucose was below 30 mg/dl and insulin pump did not alert. Customer's blood glucose dropped to below 20 mg/dl and she was also not alerted. Customer is unhappy with insulin pump, but states she will continue to work with the system and reports any incidents. Customer's blood glucose at the time of call was 78 mg/dl. No further information provided.